Event description:
It was reported that during a colectomy procedure, the jaw broke off inside of the pt. The piece was removed. There was a delay in hemostasis, increase in time for intervention, and the incision was increased in size. The pt is fine. Another device was used to complete the case.

Manufacturer narrative:
Anticipated, but unavailable at this time.